Event description:
A customer reported error 4491 b/f table rotation motor home detection failure on the aia-2000 analyzer. The customer reset the power but error recurred. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by reviewing the error log. The fse performed an instrument reset, cleaned the b/f table, lubricated belt and ran cup transfer macro test to verify b/f table movement. The fse validated the analyzer by running quality control (qc) and patient samples with results within specification and no errors recurring. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through the aware date of event for similar complaints was performed for serial number 10640701. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [4491] b/f table rotation motor home detection failure cause : the home sensor failed to activate after the b/f table rotated toward the home position. Solution : contact tosoh service center or local representatives. The most probable cause was due to poor lubrication of the b/f table assembly.